Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up using battery power due to a broken battery. The issue was further clarified as a battery failure. The customer replaced the battery to resolve the issue.

Event description:
The customer reported that the device failed to power up using battery power due to a broken battery. The issue was further clarified as a battery failure.